Event description:
During baxter service testing, the pump failed accuracy testing. According to the hospital rep, no pt injury or need for medical intervention had been reported. No additional contacts or info was provided.